Event description:
The pt stated that, he experienced several headsets that "were not sticking to his skin correctly. He stated, that each of these came from one specific box of infusion sets. In 2007, he reported that his blood glucose exceeded 600 mg/dl because the display read "hi" on his blood glucose meter. He did not report symptoms of elevated blood glucose. He reported his target blood glucose range to be 90-100 mg/dl. Investigating the blood glucose concern, he observed insulin leaking from under the headset adhesive at his infusion site. He reported that, upon inspection of the headset, he noticed that the cannula was "bent over or kinked" when he removed it. During troubleshooting with a company representative, it was determined that the infusion sets from the box he had been using had a use date of 08/2006. He was advised against the use of expired product. To address his blood glucose concern, he changed his infusion set and bolused insulin using his infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.